Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. The sample underwent a water test at 45 psi. A leak occurred at the bonded junction of the 4-way stopcock and the bushing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be inadequate solvent. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance (cps) a 4-way stopcock extension set in which a leak was observed. According to the report, the leak occurred at the bonded junction of the tubing and the stopcock during infusion of an unknown medication on a patient. There are no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.